Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the implant was defective. The distal tip crumbled, they took it out, and they didn't put it in.